Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, a smart control iliac 8x40 mm vascular stent system was attempted to be implanted on the right leg; however, it caused a jumping sensation that the doctor had never experienced before and was placed in an area where the lesion could barely be covered. Therefore, a new smart control iliac 8x40 mm was additionally implanted. Another similar stent was also implanted on the right leg without any issues. There was no reported patient injury. Additional event details were requested; however, could not be obtained. The device will not be returned for evaluation. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ cannot be confirmed as the device was not returned for analysis and procedural films of the reported ¿jumping sensation¿ was not provided. The exact cause cannot be determined. It is possible the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous, or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a smart control iliac 8x40 mm vascular stent system was attempted to be implanted on the right leg; however, it caused a jumping sensation that the doctor had never experienced before and was placed in an area where the lesion could barely be covered. Therefore, a new smart control iliac 8x40 mm was additionally implanted. Another similar stet was also implanted on the right leg without any issues. There was no reported patient injury. Additional event details were requested; however, could not be obtained. The device will not be returned for evaluation.